Event description:
Caller reported a malfunction on the pump with malfunction code malf 12, but no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer received assistance from technical support to reset the pump, and the malfunction did not recur. Customer was advised to continue using the pump and to call back if the malfunction happens again.